Event description:
This was a lead removal case to remove 2 leads due to cied pocket infection. The ra lead was removed without difficulty followed by the rv lead. Several minutes after the rv lead had been extracted, a minor pericardial effusion was detected at the rv apex via echo (no decline in the patient's condition noted). The extracting physician performed a pericardiocentesis and removed 40-50 cc of fluid. No further effusion was noted. The patient was stable.